Event description:
It was reported that when atp therapy did not convert the patient, external defibrillation was administered. The device explanted and replaced with an upgraded device. Patient condition was fine.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.